Event description:
An attempt was made to administer device defibrillator therapy to a pt. Reportedly, the device defibrillator would not function. The observation or observations upon which this allegation was based was not reported. A lifepak 1 defibrillator/monitor, which was on scene, was used to delivery therapy. Pt outcome was not reported, however, the reporter indicated pt outcome was not affected by the device, due to use of the backup device to continue treatment.